Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® plus citrate tube, 2 erroneous inr results (falsely low) were obtained on the same patient and sample. The patient received the initial low results and was advised to increase their medication dose. Prior to medication change, the patient was retested the same day at a different location with a new sample and the result was within therapeutic limits. The initial sample was re-tested and the erroneous low inr was replicated on the same sample. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Further clinical testing could not be performed as a lot number was not provided. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® plus citrate tube, 2 erroneous inr results(falsely low) were obtained on the same patient and sample. The patient received the initial low results and was advised to increase their medication dose. Prior to medication change, the patient was retested the same day at a different location with a new sample and the result was within therapeutic limits. The initial sample was re-tested and the erroneous low inr was replicated on the same sample. There was no other health impact or consequences reported.